Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2003.

Event description:
It was reported that a remote transmission indicated p-wave undersensing of the atrial lead during arrhythmias. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.